Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion flow blockage at tubing event on 15-sep-2024 . No further information available .